Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not open and close properly. No issue with inserting endoscope or harvesting tool was observed. The harvesting tool was inserted as directed - toes were pointed up. No components were noticed that broke off of the device into the harvesting tunnel or in the patient. No other incisions were necessary to complete the harvest. They opened another kit and successfully completed the case with no loss of time. Patient was not injured.

Manufacturer narrative:
Trackwise#: (B)(4).corrected sections: h6--medical device ¿ problem code "1454" removed. The device was returned to the factory for evaluation on 07/17/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The jaws were observed to be in a opened position. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. The black sheath of the shaft was observed to be peeled back closest to the base of the jaws, exposing the inner portion of the shaft. No other visual defects were observed. An investigation was conducted on 08/07/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The jaws were observed to be in a opened position. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. The black sheath of the shaft was observed to be peeled back closest to the base of the jaws, exposing the inner portion of the shaft. The blue toggle was manipulated to close and open the jaws. The jaws were able to be closed and opened with no physical or visual difficulties observed. No other visual defects were observed. Based on the photographic evaluation, the returned condition of the device, as well as the evaluation results. The reported failure "mechanical problem" was not confirmed, however, the analyzed failure "peeled; delaminated; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000399624 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not open and close properly. No issue with inserting endoscope or harvesting tool was observed. The harvesting tool was inserted as directed - toes were pointed up. No components were noticed that broke off of the device into the harvesting tunnel or in the patient. No other incisions were necessary to complete the harvest. They opened another kit and successfully completed the case with no loss of time. Patient was not injured. Per photos provided by the complainant, the black sheath appears to be peeled.